Manufacturer narrative:
Pending evaluation on retained samples for possible lots. (B)(4): manufacturer investigation report on retained possible lots. Sample not returned.

Event description:
During a gyn laparoscopic surgery, hypodermic needle broke inside of patient and surgeon had to remove with forceps, after successfully retrieving the broken needle parts, the surgery was continued and completed without further complications. Patient did not have any injuries reported. No follow up was done on the patient. Facility did not retain the sample, and they are unable to provide lot information. Based on shipment records in our in our system, possible lots shipped to the distributor are 14f08-f or 14f09-5. Customer is unable to confirm this information.

Manufacturer narrative:
Pending evaluation on retained samples for possible lots. Sample not returned.

Event description:
During a gyn laparoscopic surgery, hypodermic needle broke inside of patient and surgeon had to remove with forceps, after successfully retrieving the broken needle parts, the surgery was continued and completed without further complications. Patient did not have any injuries reported. No follow up was done on the patient. Facility did not retain the sample, and they are unable to provide lot information. Based on shipment records in our in our system, possible lots shipped to the distributor are 14f08-f or 14f09-5. Customer is unable to confirm this information.